Event description:
It is reported that the pt underwent total right hip arthroplasty and the device has caused harm to the pt. Details of the harm have not been provided at this time.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 2500a. Evaluation summary: it is not known at this time if the products implanted were zimmer products. No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientations as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.